Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report of "run time calibartion failure 1051" was attributed to foreign substance found on the smart pneumatic module board. The customer's report of "valve failure 1010" was attributed to foreign substance on the flow manifold. The smart pneumatic module board and the flow manifold assembly were replaced to resolve the reports. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "runtime calibration failure - 1051" and "valve failure-1010" messages. Complainant indicated that there was no patient involvement in the reported malfunction.